Event description:
Bipolar forceps were returned to medtronic and it was observed that the tip of one of the forceps was broken. There was no patient impact. No event date or other information is available.

Manufacturer narrative:
(B)(4). Bipolar forceps were returned and it was observed that one of the jaws was broken. The fragment was not returned. No material or manufacturing defect was observed. The coating was damaged and electrical tests failed on the disassembled insert. The most probable cause of this event was the jaw was broken during reprocessing of the instrument. Result: fracture problem. (B)(4). This device is used for therapeutic purposes.